Manufacturer narrative:
The technician investigated and was unable to find a problem with the bed.

Event description:
The account alleged that the pt fell from the bed and the bed exit alarm never sounded. The pt was not injured.